Event description:
Customer reported that the pump display was frozen and it had been happening several times over the past few weeks. Blood glucose levels during the event were unspecified, but remained between 54-500 mg/dl. Customer attempted a pump reset as advised by technical support, but the issue persisted, leading to the replacement of the pump. There was no further information on the backup insulin therapy.